Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 99.000 ohms (specification (B)(4)). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond test: measurement 99.000 ohms (specification (B)(4)). The product analysis lab (pal) tested main ground bus resistance from door post to power entry module rear ground prong. Total ground bus resistance measured 295 milliohms, which exceeds upper specified limits. An external/internal inspection was performed which revealed that door ground wire was not connected to the ground post. The assignable cause of the failed ground bond test was determined to be the door ground wire not connected to the ground post. The device was sent for servicing.